Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 49 was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the cutting wire of the dreamtome rx 49 broke which was impossible for them to perform sphincterotomy. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.